Event description:
The customer reported to beckman coulter obtaining two patient results with elevated troponin I (accutni +3) results on their access 2 instrument. The samples were tested on an alternate system and repeated lower. The results were not reported outside of the laboratory.

Manufacturer narrative:
Service was dispatched and the engineer observed the peri-pump tubing (p/n 77372) was incompletely aspirating during the vessel wash sequence. He replaced the peri-pump tubing resolving the issue. The manufacturer's reference # for this event is (B)(4).